Event description:
I was watching the nbc evening news, saw the piece on the fungal eye infection, fusarium keratitis, found in pt's using bausch & lomb moistureloc contact lens solution. I have used moistureloc, pretty much, since it became available on the marker. For the past few days I have experienced most all the symptoms in my right eye, but it seems to have moved into my left eye as well. I have blurriness, tearing, redness and swelling. I've been using visine for contacts and visine for use without contacts to help clear up the probelm. However, the visine is not working at this point. I had planned to see my primary care physician eventually, if it didn't clear up. After seeing this story on nbc news, it frightened me. So, I'm calling my doctor tomorrow to make an appt to see him immediately, whether he or an ophthalmologist treats me, I hope to get this cleared up asap. My eyeglasses are old, so I can't wear them. I'll wear the contacts tomorrow. I may have to put a new pair of contacts and, of course, but another solution to store and clean them in, as a result of all this. This is a bad time to not have eyeglasses to turn to. I'll report back after seeing my doctor.